Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 accepted items when the door opened and moved them to the next door. A field service engineer replaced all latches to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer reported that the tower door from the top opening and then clicking which "accepts" the current transaction before an option can be selected on the screen. The malfunction occurred while the user was trying to issue the medication to the patient. There were no adverse events or injuries reported as a result of this incident.